Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an unknown duration of signal loss was reported. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.